Manufacturer narrative:
During inspection and testing, foreign material clogged the nozzle and suction channel due to insufficient cleaning. The reported issue (cleaning brush could not be moved) was not confirmed during testing. In addition, angulation was insufficient and there was play in the angle knob due to elongation of the angle wires, the objective lens was cracked due to a shock such as dropping, the adhesive on the light guide lens was peeling, the adhesive on the bending section cover was cracked and cloudy, the light guide lens was chipping due to a shock such as dropping, the insertion tube had discoloration due to handling, wrinkling due to the resin being cracked due to chemical stress, and cracking, and the connector side was cracked due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the cleaning brush could not be passed in the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material clogged the nozzle and suction channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Event description:
Additional information received from the customer: the procedure was a diagnostic stomach, duodenum fiberscopy. The device was inspected prior to the procedure and there were no device abnormalities. The procedure was completed using the device and there was no procedural delay. The device was cleaned by hand washing, brushing and machine washing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material found to be clogging the air/water nozzle could not be identified, however, based on the color and shape of the foreign matter, it is thought to be derived from some kind of chemical (antifoaming agent, lens anti-fogging agent, etc.). A definitive root cause of the issue could not be determined, as the investigation confirmed the user's reprocessing was performed according to the device IFU, however, due to the state of adhesion of foreign matter, it is possible that the chemical residue dried and adhered due to insufficient cleaning. Additionally, a definitive root cause of the cleaning brush found to be stuck in the suction channel could not be determined, as the investigation confirmed the user's reprocessing was performed according to the device IFU and there was no device deformation observed that could result in the retention foreign material/object, however, the brush was found to be a third party cleaning brush which was inserted from the distal end and buckled, preventing it¿s withdraw, therefore, the root cause was determined to likely be the result of non-recommended handling/user handling. The event can be detected/prevented by following the instructions for use which state: "3.2 checking the endoscope and 3.6 checking the function in combination with related equipment" ¿inspection of the entire endoscope¿ ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed. 2. When you release your finger from the air/water supply button, visually confirm that the water flow on the endoscopic image stops and the button returns smoothly to its original position. 3. Air comes out by covering the hole of the air supply/water supply button with your finger. Make sure that this air removes most of the residual water on the objective lens surface and that the endoscopic image becomes clear¿. ¿instruction manual (cleaning/disinfection/sterilization) "3.5 washing" ¿brushing forceps and suction channels¿ ¿ do not insert the channel cleaning brush from the tip of the endoscope or the suction mouthpiece of the connector. It may get caught and you may not be able to pull it out¿. Olympus will continue to monitor field performance for this device.